Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The floating mass transducer (fmt) is no longer attached and is coming through the ear canal. Revision surgery is planned for (B)(6) 2020.

Manufacturer narrative:
Device investigations did not reveal any device malfunction which is expected to explain the patient performance problem reported. This finding was expected, because according to the patient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window. Additional information states that the patient had a common cavity and an extrusion of the conductive link was observed. This is a final report.

Event description:
The floating mass transducer (fmt) is no longer attached and is coming through the ear canal. Recipient has been reimplanted.